Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.